Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2021 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested, but unavailable: was there any additional tissue damage as a result of searching for the needle piece?all answers above are unobtainable. Once there is any update, we will update the information. Was there any adverse consequence associated with the patient?

Manufacturer narrative:
Product complaint #(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle piece? Was there any adverse consequence associated with the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an excision of skin pigmented nevus of the left upper limb procedure on (B)(6) 2021 and suture was used. During the procedure, when sewing, it was found that the needle was blunt. After checking, it was noted that about 1 mm of the needle tip was missing. The local stump was repeatedly searched to see whether the needle tip was there, but it wasn't found. Another suture was changed to complete the surgery immediately. Postoperative radiographs are performed, which excluded the possibility of the needle tip remaining in the body of the patient. No adverse patient consequences were reported. Additional information was requested.